Manufacturer narrative:
An event regarding malposition involving an ace shell-cluster hole por-56mm implant was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received for evaluation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient came to see dr. (B)(6) with complaints of clicking. Acetabular component appeared to be malpositioned and impinging during range of motion.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient came to see dr. (B)(6) with complaints of clicking. Acetabular component appeared to be malpositioned and impinging during range of motion.